Manufacturer narrative:
The subject device was not returned to olympus for evaluation. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. When the user uses the subject device, the disinfectant solution concentration level should be checked each time by the test strip.

Event description:
Olympus medical systems corp. (Omsc) was informed that the user did not have a test strip and did not check the disinfectant solution concentration level of the subject device. Other detailed information was not provided. There was no report of patient injury associated with the event.